Event description:
Patient with pacemaker cardioverter-defibrillator admitted to emergency department in cardiac arrest unable to be resuscitated. Later discovered pcd was turned off. Unable to determine how that happened.